Event description:
It was reported that the user¿s ilet pump disconnected, after which the user was unable to establish an infusion site that would function correctly in the skin. Symptoms included unknown. Outcomes included unknown. Investigation included a review of available user feedback. Investigation of this case revealed that the cause and specific device component involved were unknown, and no device malfunction could be confirmed without additional information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.